Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "a month ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader not turning on with test strip insertion. Customer experienced a loss of consciousness and required treatment of juice provided by a colleague which did not help. Ambulance was called and customer was treated with glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.